Event description:
The customer is legally blind so depends on audio. Troubleshooting was performed. The customer indicated that it sounds like it was trying to beep, but it makes odd sound. It was stated that the customer's friend was at home and could bolus for the customer. Advised the customer to contact doctor if bgs are out of range and switch to injections.